Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's clips were scissored when fired. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was returned empty and locked out. In addition, one scissored clip was received inside a plastic bag; however, no conclusion could be reached as to how the clip became scissored. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Empty.